Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic pneumonectomy, some deployed staples on one side of the distal end of the cartridge were unformed at the first firing. Those unformed staples were removed with a forceps. Sealing with an electrical scalpel was performed to complete the case. No bleeding occurred. There were no adverse consequences to the patient.